Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the back would not go all the way down. The customer could not determine if there was patient involvement or if there were adverse consequences to report.